Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was also performed with no issued noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the homechoice cassette and solution bag. The cassette was "fuzzy and not tight." This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - singapore 2 woodlands industrial park d singapore 738750 singapore. Baxter healthcare - tunisia route de chebbaou 2021oued e tunis tunisia. Should additional relevant information become available, a supplemental report will be submitted.